Event description:
It was reported that the part of picco monitoring kit has developed a crack, resulting in blood backflow in the line and ns leakage during the injection of ice water. This event did not cause any additional harm to the patient.

Manufacturer narrative:
It was reported that a crack was noticed in picco monitoring kit, what caused blood backflow and salin leakage. The faulty part was discarded by the customer, no pictures nor video was provided, so the issue could not be confirmed. The cause of the issue could not be determined. There is no indication for a systematic root cause as a deficiency of design, production or material. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment. This event occurred on the chinese market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. UDI information provided in d4 is for the ous device. It is a significantly similar device to ¿picco monitoring kit¿ which is sold in the USA under primary di number (B)(4), premarket submission number k991886.